Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with high blood glucose and diabetic ketoacidosis. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 589 mg/dl. The customer reported experiencing nausea and vomiting from their high blood glucose. The customer also stated they removed their insulin pump prior to their hospitalization. Customer stated their infusion sets were not adhering to their body. The customer was admitted into the intensive care unit as a result of their high blood glucose. Customer was treated with an IV of levimer at the hospital. No additional information provided.